Manufacturer narrative:
Lot no: the customer reported 2 potential lot numbers 38647779 or 3845287 (manufactured 02/01/2014, expiring 12/1/2021). The device was discarded. If additional information become available, a supplemental report will be submitted.

Event description:
The customer reported that a plum set was leaking at filter site. The leakage occurred at the end of a 3 hour infusion with psi pressure of the pump was set to 200. The drug involved is paclitaxel and the spill was cleaned per protocol. There was patient involvement but no blood loss or an adverse event. The drug was contained within the sterile field below patient arm.